Event description:
The patient was successfully treated for a stenosis of the left middle cerebral artery using angioplasty and stent placement. Five months post procedure, the pt was re-admitted to treat symptomatic in-stent restenosis using angioplasty. There were no reported complications and the pt was subsequently discharged.

Manufacturer narrative:
Unknown as the upn and batch numbers were not disclosed. For no allegation of product malfunction or non conformance contributing to the reported event. For anticipated procedural complication. Boston scientific has made several attempts to gather additional info regarding the alleged event without results. Currently there are no further details to report. The device remains implanted and was not available for analysis. From the info provided, it was determined that the device was used in accordance with the labeling and that this did not cause or contribute to the reported event. A review of the labeling found that it contained language regarding restenosis, therefore, a root cause of anticipated procedural complications was assigned.